Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms after updating their pump. The customer's blood glucose level was not impacted. A pump system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect their cannula. Reportedly, the customer had been using apidra insulin in their cartridge.